Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that error code e02 is displayed, the morcellator handpiece stopped working during procedure. The procedure was completed successfully with a prolongation between 50 and 60 minutes. Consequently, the anesthesia as well as the hospitalization were prolonged for 24 hours.